Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user felt that the snaplock adaptor was too stiff to fasten the catheter firmly. After placement of the catheter, a leakage from the side of the snaplock adaptor occurred where the catheter had been inserted. The catheter was removed and replaced with a new kit. No patient injury was reported.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter and snaplock assembly with no relevant findings. The customer reported the snaplock seemed too stiff to secure the catheter in turn causing a leak at the connection. The customer returned one snaplock assembly and one epidural. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed that the snaplock assembly typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical but used. Adhesive material can be seen on the outer extrusion. No other defects or anomalies were observed. Functional inspection was performed on the returned sample. The returned epidural catheter was inserted from the proximal end into the returned snaplock assembly until it bottomed out and the snaplock assembly was closed. This was performed with no difficulty. A functional leak test was performed per amrq-000017 section 7.5 rev. 7 using the returned catheter and returned snaplock assembly with the lab leak tester (c05176). The proximal end of the catheter was inserted into the snaplock assembly until it bottomed out and the components were locked. The catheter was confirmed to be secured by tugging gently. The snaplock assembly was then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. No leak was detected. The IFU for this kit, e-17019-109a; rev. 07, was reviewed as a part of this complaint investigation. The IFU provides suggestions on snaplock securement and release. The reported complaint of a leak at the snaplock and catheter connection could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter and snaplock assembly with no evidence to suggest a manufacturing related issue. During functional inspection, the returned catheter would insert fully into the returned snaplock assembly and hold after snaplock closure. The returned components also passed a functional leak test. Therefore, based on this, there were no functional issues found with the returned sample.

Event description:
It was reported that the user felt that the snaplock adaptor was too stiff to fasten the catheter firmly. After placement of the catheter, a leakage from the side of the snaplock adaptor occurred where the catheter had been inserted. The catheter was removed and replaced with a new kit. No patient injury was reported.